Manufacturer narrative:
Device evaluation indicated that the ipg passed visual tests performed. No complaints about the functionality of the devices were reported. Damages to the lead was a result of a typical explant procedure and it is not considered a failure. A review of the sterilization documentation for the ipg and paddle lead found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8216-70 (B)(4) model description:artisan 2x8 paddle lead (lim), 70 cm the explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was explanted as the ipg pocket had opened up.

Event description:
A report was received that the patient was explanted as the ipg pocket had opened up.